Event description:
During an implant procedure, the physician hit an unexpected blood vessel during the tunneling portion of the case. The physician made an extra incision to ensure all bleeding was contained. They searched until no bleeding was observed with valsalva, then closed the incision. The patient was kept overnight for observation and the issue resolved with no hematoma.